Event description:
A surgeon reported that during a procedure, a system message displayed and the system locked. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system was unable to replicate the problem reported. The company representative reinstalled the software as a preventative measure. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).